Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-05364 addresses the first ultraflex stent that was used, manufacturer report # 3005099803-2010-05365 addresses the second ultraflex stent that was used, and manufacturer report # 3005099803-2010-05366 addresses the third stent that was used. It was reported to boston scientific corporation that three ultraflex tracheobronchial stents were used during a bronchoscopy procedure within the right lobe on (B)(6) 2010. According to the complainant, during the procedure, the physician was unable to advance the stent delivery system through the stricture; the physician added that the delivery system kinked during his attempts to cross the stricture (this device the subject of manufacturer report # 3005099803-2010-05364). The physician removed the device from the patient and used the second ultraflex stent when the same issue occurred. The physician decided to then dilate the stricture to 10mm. A third ultraflex stent was then used when again the same issue occurred (this device the subject of manufacturer report # 3005099803-2010-05366). The physician removed this device and ultimately completed the procedure by using a fourth ultraflex tracheobronchial stent. The physician added that the anatomy was tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) relates to (B)(4) for catheter delivery system unable to cross stricture. (B)(4) relates to (B)(4) for catheter delivery system kinked. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.